Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint and review of the device data logs could not confirm the reported complaint. No parts were replaced to address the reported problem. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. The initial medwatch report was submitted in error under a previous single MDR exemption approval, this resubmission is done to correct the error. Previously submitted medwatch report number 3004604967-2019-00211 / 3007573469-2019-00211. Resmed reference #: pr1807183

Event description:
It was reported to resmed that an astral device displayed a warning alarm related to occlusion of the expiratory port. There was no patient harm or serious injury reported as a result of this incident.